Manufacturer narrative:
No further information was available at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to post paced t wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were recommended but not made.

Event description:
New information received notes programming changes were made. There had been no re-occurrence of the oversensing since the programming changes and the issue seemed to have resolved. The patient was stable.